Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported this was a procedure to treat a moderately calcified and moderately tortuous mid left anterior descending artery. A xience xpedition 2.25x28 was implanted. However, fluoroscopy showed an edge dissection at the distal end of the stent. An additional stent was implanted to cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.